Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 20 x 2.50mm stent delivery system (sds); catheter was returned for analysis, the following attributes were examined: the stent was not returned with the device as it was implanted without issues at the target lesion. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device was loaded without issues on a 0.014 inch test guidewire. No other issues with device

Event description:
It was reported that device entrapment occurred resulting in the device to be explanted. The 90% fibrotic target lesion was located in a saphenous vein graft from ostium to distal vessel. Following pre-dilatation of a 2mm semi complaint balloon catheter, a 32 x 2.50 promus elite drug-eluting stent (des) was advanced but failed to cross the lesion due to poor guide support and the lesion being tight. It was further dilated with a high-pressure balloon. The promus elite stent still could not cross the lesion. Subsequently, a 20 x 2.50 promus elite des stent was advanced and deployed at the ostium to middle vessel. An additional 20 x 2.50 promus elite des was advanced in the distal part; however, it became stuck into the first deployed promus elite des. The second promus elite des stent was withdrawn and resulted in explanting the first deployed promus elite des stent. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that advancing difficulties were encountered over the wire and through the catheter as the guide support was not adequate.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred resulting in the device to be explanted. The 90% fibrotic target lesion was located in a saphenous vein graft from ostium to distal vessel. Following pre-dilatation of a 2mm semi complaint balloon catheter, a 32 x 2.50 promus elite drug-eluting stent (des) was advanced but failed to cross the lesion due to poor guide support and the lesion being tight. It was further dilated with a high-pressure balloon. The promus elite stent still could not cross the lesion. Subsequently, a 20 x 2.50 promus elite des stent was advanced and deployed at the ostium to middle vessel. An additional 20 x 2.50 promus elite des was advanced in the distal part; however, it became stuck into the first deployed promus elite des. The second promus elite des stent was withdrawn and resulted in explanting the first deployed promus elite des stent. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that device entrapment occurred resulting in the device to be explanted. The 90% fibrotic target lesion was located in a saphenous vein graft from ostium to distal vessel. Following pre-dilatation of a 2mm semi complaint balloon catheter, a 32 x 2.50 promus elite drug-eluting stent (des) was advanced but failed to cross the lesion due to poor guide support and the lesion being tight. It was further dilated with a high-pressure balloon. The promus elite stent still could not cross the lesion. Subsequently, a 20 x 2.50 promus elite des stent was advanced and deployed at the ostium to middle vessel. An additional 20 x 2.50 promus elite des was advanced in the distal part; however, it became stuck into the first deployed promus elite des. The second promus elite des stent was withdrawn and resulted in explanting the first deployed promus elite des stent. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that advancing difficulties were encountered over the wire and through the catheter as the guide support was not adequate.

Manufacturer narrative:
B5- describe event or problem updated. H6- device codes: difficult to advance (a150205) has been added. E1- initial reporter address 1: (B)(6).